Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance. The lead was capped and replaced on (B)(6) 2016, during device changeout. The patient tolerated the procedure well.